Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the customer did not think the pump should have given the alarm as the cartridge was loaded onto the pump the night prior. However, the customer did receive low insulin alerts. The customer's blood glucose (bg) level was over 600 mg/dl. The bg level was addressed with a manual injection. A new cartridge was successfully loaded to address the event.